Event description:
The reporter stated a 21.0 diopter three piece silicone lens, model number aq2003v tore upon insertion. The lens was removed without pt injury. The reporter stated the cartridge was the cause of the lens tear.

Manufacturer narrative:
The cartridge was not returned for evaluation. However, the lens was received and visual inspection found a portion of the optic and one haptic torn. There is evidence of clear surgical residue.